Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a dry mouth. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a dreamstation CPAP device's sound abatement foam. The manufacturer received information alleged dry mouth. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated exterior part was unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The internal aspect of the device was inspected there is unknown debris in the tracks of the ui panel. There is an unknown dust/dirt contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.